Event description:
It was reported that this patient was hospitalized due to a tachycardia, and while being hospitalized the patient received an inappropriate shock due to oversensing of atrial flutter. The device remains implanted and was reprogrammed. No adverse patient effects were reported,